Event description:
It was reported that the implantable pulse generator (ipg) had generated an error message on the programmer. It was also reported the electrical reset was resolved normally. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. A power on reset had occurred. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction.